Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from a cobas® sars-cov-2/influenza a/b assay. A customer from spain alleged that they received potential false positive results for samples tested using the cobas® sars-cov-2/influenza a/b assay. The customer reported that they observed sars-cov-2 negative, influenza a negative, influenza b positive results for 2 patients¿ samples analyzed on the cobas liat system. The 2 patients¿ samples were repeat tested on a different cobas liat system; retest results were not provided. No patient details were made available, and no harm or injury was indicated. The positive results were not reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed, one for each patient, as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. (B)(4).

Manufacturer narrative:
Corrected device code from false positive result to not reproducible results. Added eval method codes: trend analysis & analysis of production records. (B)(4).